Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the paramedics were called out to treat the customer's low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated that he started to use novolog insulin that might cause his low blood glucose.